Manufacturer narrative:
Additional information: the device was deployed in the left anterior descending (lad) artery with middle third occlusion. The patient was on medication acetyl salicylic acid (aas) and ticagrelor. There were no previous percutaneous coronary interventions. There was no evidence of restenosis. There was no patient injury or medical surgical intervention as a result of the expired device event. The physician assessed that the death was not directly related to the use of the relevant device. The death was caused by metastatic prostate neoplasm. Initial's reporter full name and phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: one 1.5x15mm sc euphora balloon and one 2.0x12mm sc euphora balloon were also used in the procedure with no issues reported. Correction: ime code e0514 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
One resolute onyx coronary drug eluting stent was implanted to treat a lesion with chronic occlusion. Two days previously a coronary computed tomography angiography (cta) was performed unsuccessfully due to the chronic occlusion. The device was inspected with no issue. It was reported that the product was expired when used. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not event lead to or extend patient hospitalization. It was reported that eight days post procedure the patient passed away. The patient had advanced metastatic prostate cancer, with advanced directives not to institute invasive measures, and was in palliative care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a thrombus was observed in the anterior descending artery. Several attempts were made to aspirate the thrombus with an export catheter were without success. A 3.0x15mm resolute onyx stent and a 3.0x26mm resolute onyx stent were implanted and inflated up to 18 atm. After the procedure there were well expanded stents but timi 0 flow. One 1.5x15mm sc euphora balloon and one 2.0x12mm sc euphora balloon were also used in the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.